Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the wake button multiple times before the screen turns on. During troubleshooting with tandem technical support, it was confirmed that the wake button was working properly. Customer's blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.